Manufacturer narrative:
Corrected block: h8. Updated block: d9. H3 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the transducer was inspected under a black light to observe the bonding adhesive. It was found that there were areas of delamination between the ceramic and transducer housing. This leaves a small air void in the detection circuit and prevents proper transmission of the acoustic energy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm) several air bubbles of various sizes were sent through the circuit and the abd did not alarm. The system was restarted, and the test ran the same way but this time the abd instantly started alarming after activation and could not be cleared. The unit did not operate as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) did not detect air bubbles properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.